Event description:
It was reported that the catheter was placed in the left anticubetical fossa (acf) to 18cm and discharged with once a day infusion therapy. Leaking from the entry point during administration occurred after six days of being insitu. As a result, the catheter was removed and another midline was inserted. There was no reported pt injury, complications, or death. There was a delay in treatment, but it did not cause harm to the pt. See MDR #3006425876-2013-00130 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). The device will not be returned.